Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "there was a popping sound, and fragments that appeared to be valve pieces came out". The seal was found to have torn at the septum, measuring approximately 4 mm in length. The component is damaged and there may be missing material, was not returned with the accessory. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the fae reported that from the images provided there does not appear to be any obvious damage or breakages visible. The visible components of the seal appear to be intact and due to image quality the object on the green tape cannot be identified. In the first image, the septum was not fully visible, so the fae could not say for sure if it was broken or not. Due to the image quality, it was not apparent what the "fragments attached to the back of the green tape" are. The luer fitting appears to be intact in the second image provided and there was no obvious damage visible.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the universal seal had a popping sound and fragments that appeared to be valve pieces came out. There are fragments attached to the back of the green tape in the photo provided by the customer. The procedure was completing as planned with no reported injury.